Event description:
Arthritis [arthritis] ([pain], [swelling]). Case narrative: initial information received on 12-apr-2019 regarding an unsolicited valid serious case received from a physician. This case involves adult patient who experienced arthritis, while he/she using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc dispo ia injection 2ml]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started receiving synvisc dispo ia injection 2ml at an unknown dose frequency at 2 ml each time for gonarthrosis. On an unknown date, the patient experienced arthritis, which caused severe pain and swelling. The patient needed hospitalization for the adverse drug reaction. The outcome of pain, swelling, and arthritis was unknown. The patient developed an event of a serious arthritis. This event was leading to intervention. The patient was hospitalized for this event. The patient developed an event of a serious pain. The patient was hospitalized for this event. The patient developed an event of a serious swelling. The patient was hospitalized for this event. Final diagnosis was arthritis. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for arthritis, as unknown for pain and as unknown for swelling. Reporter comment: reporter's assessment as to the causal relationship: unknown. Synvisc dispo ia injection 2ml was highly viscoelastic; hence the adverse drug reaction, arthritis, could develop due to extraarticular leakage. Additional information was received on 30-may-2019: added investigation summary.

Event description:
Arthritis [arthritis] ([pain], [swelling]). Case narrative: initial information received on 12-apr-2019 regarding an unsolicited valid serious case received from (B)(6) and transmitted to sanofi. This case involves adult patient who experienced arthritis, while he/she was treated with hylan g-f 20, sodium hyaluronate [synvisc dispo ia injection 2ml]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started receiving synvisc dispo ia injection 2ml at an unknown dose frequency at 2 ml each time for gonarthrosis. On an unknown date, the patient experienced arthritis, which caused severe pain and swelling. The patient needed hospitalization for the adverse drug reaction. The outcome of pain, swelling, and arthritis was unknown. The patient developed a serious arthritis. The patient was hospitalized for this event. The patient developed a serious pain. The patient was hospitalized for this event. The patient developed a serious swelling. The patient was hospitalized for this event. Final diagnosis was arthritis. Action taken with hylan g-f 20, sodium hyaluronate (synvisc dispo ia injection 2ml) was not reported. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for arthritis, as unknown for pain and as unknown for swelling. Reporter comment: reporter's assessment as to the causal relationship: unknown synvisc dispo ia injection 2ml was highly viscoelastic; hence the adverse drug reaction, arthritis, could develop due to extraarticular leakage.